Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 32 mg/dl. Reportedly, the patient remained on the insulin pump. During troubleshooting with customer technical support (cts), the total daily dose in the pump was reviewed and the basal history was delivering consistently as programmed. It was reported that the patient¿s basal rates had decreased and the user questioned what caused that. Cts advised the user that the pump would not have caused their basal rates to decrease. The reporter stated that the patient stated that their medication lowered their bg and the patient recently lost ten pounds. This complaint is being reported because the patient allegedly experienced hypoglycemia of unknown cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/13/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump powered on with the returned battery cap. The black box was dated (B)(6) 2015 as the information from the date of the complaint had been overwritten. A review of the total daily dose (tdd) history showed consistent daily insulin delivery totals. On 1/4/2015, the tdd history showed that the pump was not in use from (B)(6) 2015 at 09:35 until (B)(6) 2015 at 23:57. The pump passed a delivery accuracy test and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.